Event description:
It was reported that a dye/rotor study could not be performed because the catheter could not be aspirated. The patient was not taking any oral opioids. The cause of the difficulty aspirating the pump was unknown. The manufacturer's representative stated that there was never difficulty filling the pump and there had been no pocket fill. The patient's pump was able to be successfully refilled. The patient was receiving effective pain relief without complaints and no further testing was planned. The patient was alive with no injury. The pump was used to infuse morphine. No intervention was reported for this event. Follow up was being conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).